Manufacturer narrative:
The reported issue could not be confirmed; however, a different issue was found.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump would not charge normally. When the pump was plugged into a power source, the pump would not recognize the power source. Reportedly, the customer has to disconnect and reconnect the pump several times to initiate a charge. There was no impact to the customer's blood glucose level. A replacement wall adapter was sent to the customer.